Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a company field representative reported difficulty interrogating this patient's subcutaneous implantable cardioverter defibrillator (s-ICD). The device was being interrogated following a ventricular tachycardia (vt) storm the patient had. There was concern initially by the clinician that the device did not deliver shocks, but it was later confirmed that the device did deliver shocks after external shocks were given. The patient's physical characteristics were described as large stature. Device interrogation was eventually successful after positioning the patient on his side and pressing firmly down over the device. The device remains in service. No adverse patient effects were reported.